Event description:
Vns patient experienced a short episode of tachycardia upon initiation of stimulation. The patient has been referred to cardiologist for evaluation as treating physician reportedly believes that their condition is genetic.